Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a gastroscopy procedure in the esophagus performed on (B)(6), 2014.according to the complainant, outside the patient, the physician encountered resistance while attempting to advance the catheter through the working channel of the scope. After removal of the device, they noticed that the exit marker was found to be loose and was pulling up on the catheter. The procedure was completed with another cre balloon.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that no wingtool was present on the balloon. The balloon was relaxed and deflated. The exit marker was confirmed as bunched and loose. The catheter shaft was inspected for cosmetic defects and a kink was present 36mm from the distal tip. The catheter could not be inserted into the scope as the balloon was relaxed and deflated. It is likely that the exit marker got damaged as the catheter was being advanced through the scope. During the procedure, a vacuum was not applied to aid passage of the balloon through the scope. This may have caused difficulty during advancement, leading to the noted damage. Therefore, the root cause of this complaint is related to user handling of the device. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a gastroscopy procedure in the esophagus performed on (B)(6) 2014. According to the complainant, outside the patient, the physician encountered resistance while attempting to advance the catheter through the working channel of the scope. After removal of the device, they noticed that the exit marker was found to be loose and was pulling up on the catheter. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.